Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl which was treated with manual injection and insulin pump. Customer¿s current blood glucose was unknown. Customer states that they had symptoms like headache and could not drinking fluids. Drive support cap appears normal. Customer performed high pressure test and passed it. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label.